Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog & the 1st related complaint for dimension on lot # 9352101. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog & dimension) was captured and addressed. Investigation summary: customer returned (164) sealed 4mm, 32g pen needles with the shelf carton from lot # 9352101. Customer states that when priming, there is no insulin flow, no insulin flow when taking injection, and the customer was given wrong boxes. Thirty out of 164 returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver insulin/medication and unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported receiving two wrong boxes from pharmacy. Stated, his pharmacist told him to call bd to have them replaced stated, when priming, there is no insulin flow. Stated, no insulin flow when taking injection. Stated, he purchased two boxes of the wrong product and it is not working for him lot: 9352101, catalog: 320550, date of event: unknown.